Event description:
During standard deployment of the main body graft, after pulling the black trigger-wire and loosening the pin vise, the operator encountered difficulty in advancing the top cap/inner cannula. After rechecking to make sure that the pin vise was loosened, a second attempt was made with greater force applied. The top cap advanced abruptly, but did advance. The main body device was then implanted at the level planned and no additional difficulties were encountered during this procedure.